Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels and distal end were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses detergent, suctions water out of the channels and flushes out the air/water channel. During manual cleaning, the customer brushes the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfected the scopes. For automated endoscope reprocessor (aer) treatment, the wd 440 wassenburg washer was used. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device, no fault or issue was found with the scope. The device was returned to the user facility without repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope air/water channel tested positive for greater than 68 colony forming unit (cfu) of unspecific micro-organisms species on feb 18, 2023 and the air/water channel tested positive for greater than 68 colony forming unit (cfu) of unspecific micro-organisms species on feb 21, 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.